Event description:
It was reported that during a prodisc lumbar surgery, the instrument broke at the handle. This happened while the surgeon was removing the lamin between the lumbar 3/4 with the laminectomy punch. Another device was readily available in the or, and the procedure was completed without impact to the patient. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The laminectomy punch corresponds to the drawings and processes at the time of manufacture. It is possible too much force was applied to the handle causing it to break. The hardness was rechecked and found to be conforming at 49 hrc. Placeholder.

Manufacturer narrative:
A product development evaluation was conducted and the report indicates that the¿ returned laminectomy punch is not a complete instrument. The punch is missing a leaf spring and screw, main pivot screw, and a handle component. The returned components are in good condition. The cutting edges are in excellent condition. The proprep disc preparation set includes a family of laminectomy punches including the 4mm x 330mm instrument. This is a general surgical spine instrument that precisely removes bony structures. Without a complete instrument, the chu cannot determine the root cause of this failure. The returned parts are in good condition. The device history record review could not be performed as the records could not be identified. Since the return does not include a complete instrument, the disposition of this complaint from a design perspective is indeterminate. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history review for this lot has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).